Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The peritonitis was manifested by weakness, fainting, diarrhea and vomiting. The cause of the event was unknown. The patient was treated with vancomycin and ceftazidime (doses, routes and frequencies not reported). Eight days after hospitalization, the patient was discharged and had recovered from the event. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
Correction: date of event and concomitant medical products. Concomitant medical products: dianeal pd2 ultrabag 4.25% therapy was removed. Should additional relevant information become available, a supplemental report will be submitted.